Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sionblue, stent: xience alpine3.5x38. (B)(4). The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was returned and the reported material rupture was confirmed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. Based on the visual and functional analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 90% stenosed, mildly calcified, moderately tortuous, proximal right coronary artery. A xience alpine stent was deployed. The sheath of a 3.50x15mm nc traveler rx balloon dilatation catheter (bdc) was removed without resistance, and the device was prepped for use by soaking and aspirating outside the patient anatomy. The 3.50x15mm nc traveler rx bdc was successfully advanced to the lesion without resistance, however, the balloon ruptured on the first inflation at 6 atmospheres. The 3.50x15mm nc traveler rx bdc was removed without resistance and a new non-abbott nc bdc was used for further dilatation. There was no adverse patient effect and no clinically significant delay in the procedure was reported. No additional information was provided.